Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm during the 12 hour infusion however the bag is almost full. The medication that was infused was norepinephrine. Vtbi (volume to be infuse) -250 ml, flow rate -3.7ml/hour, dose 2 mcg/min. Both drip chambers of the sets connected to be infused. The event happened during delivery at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.